Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, biomechanical overload, bruxism, preceding/simultaneous bone augmentation, peri-implantitis, increased sensitivity, bleeding, inflammation, mobility